Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the events, (1) ¿foreign matter in the nozzle at the distal end section¿ and (2)¿foreign material on the cover of the distal end section¿, were confirmed. For event 1: it could not be specified what the foreign material was nor the root cause of the remaining foreign material. Reprocessing was implemented according to instructions for use (IFU). For event 2: the foreign material may not have been removed since the reprocessing was not implemented according to instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The cleaning, disinfection, and sterilization (cds) process was performed by the customer on the distal end prior to the device being returned to olympus. The customer did not know what the foreign material may have been. There were no abnormalities in the accessories used for reprocessing, the customer did not presoak the endoscope in the detergent solution, and the customer wiped and brushed the distal end with clean lint-free cloths / brushes / sponges. The cleaning, disinfection, and sterilization (cds) process was performed by the customer on the air / water nozzle prior to the device being returned to olympus, the customer did not know what the foreign material may have been. There was no delay in the start of pre cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and on the plastic distal end cover. There were no reports of patient harm.